Event description:
A customer reported experiencing a past low blood glucose (bg) event, but the specific value was unknown, with the level displayed as "low." Cause was not known. At the time of report the customer did not provide how they addressed their decreased bg. The customer was advised by technical support to consult with a healthcare professional to discuss potential factors affecting blood glucose levels.